Event description:
This case is cross referenced with cases: (B)(4) (same patient). This unsolicited case from (B)(6) was received on 23- mar-2017 from the patient. This case involves an elderly female patient who received treatment with synvisc one and one day after the injection patient could not walk and had swollen knee the patient concomitant medications and concurrent conditions were not provided. In (B)(6) 2016, patient received her first cortisone injection to alleviate her osteoarthritis pain. On (B)(6) 2016, patient received synvisc one injection in right knee which had no effect on her severe osteoarthritis pain. On (B)(6) 2016, patient got her second synvisc one in the left knee, which had no effect on her osteoarthritis pain again. On (B)(6) 2016, patient had her second cortisone injection in the left knee, which was unsuccessful and did not relieve her osteoarthritis pain. On (B)(6) 2016, patient had her first 'cortisone cocktail' injection in the right knee, and had a reaction; she had hot flashes, high blood pressure and atrial fibrillation. On (B)(6) 2017, patient had a third synvisc one injection in her left knee, but it had no effect result on her osteoarthritis pain either. On (B)(6) 2017, the patient received treatment with fourth synvisc one injection, at a dose of 6 ml once (route, batch/lot number and expiry date: not reported) in right knee for osteoarthritis. Patient mentioned that her physician sat on her right foot while administering the injection, and she believed that this gesture may have caused her reaction. On (B)(6) 2017, one day after receiving the synvisc one injection, patient could not walk due to a swollen knee till (B)(6) 2017. Patient mentioned that she recovered as of (B)(6) 2017 and was considering another synvisc injection to avoid having a total knee replacement surgery. Corrective treatment: not reported for both events. Outcome: recovered/ resolved for both events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event for could not walk additional information was received on 27-mar-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 27-mar-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 28-mar-2017: this case concerns an elderly patient who received treatment with synvisc one injection for osteoarthritis and later experienced knee swelling due to which patient was not able to walk. On the basis of temporal gap and site of reaction causal role of suspect product cannot be denied in occurrence of events. However, patient's condition of osteoarthritis could be a confounding factor for the event.